Event description:
It was reported that the patient is deceased and died approximately four years after the implant of a cardiac resynchronization therapy w/defibrillator (crt-d). The patient used a friend's "therapyi magnet that treats carpal tunnel and placed it right over [the patient's] crt." The date of this event is unknown; therefore, the time proximity from when the magnet was placed over the patient's crt-d and the patient's death is unknown.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. A cause of death was requested and not received. Attempts to obtain additional information were unsuccessful. Additional information received: it was further reported that the patient resided in a long-term care facility at the time of death, and that no complaint has been made against any of the manufacturer's products or personnel. Additional information received: it was also reported that there was high impedance, patient alerts and possible premature battery depletion.